Event description:
It was reported that the pt fell on (B)(6)2010, and was seen by the health care provider and MFR rep. Following the fall, the pt stated that a "swollen knot" in the top part of the back, "where wires are," was felt. The pt was told that the lead wire 14 was broken. The MFR rep reprogrammed around the broken lead to provide coverage and the stimulator was working. The pt stated that it was not possible to adjust the stimulation. No further details or pt outcome were reported. Additional info was requested but not provided at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4)